Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implanted: 2009 and/or 2010. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: lumbar radicular syndrome. Lumbar spinal stenosis. Spondylolisthesis. The patient underwent the following procedures: decompressive lumbar laminectomy. Posterior spinal fusion, l4-l5. Harvesting of local autograft. As per op-notes, ¿posterior spinal fusion was carried out at l4-l5 by decorticating the posterior aspect of the patient¿s spine from l4 to l5 using rongeur, local autograft, which was harvested from the spinous processes and lamina. It was distributed over the posterolateral aspect of the patient¿s spine after it was decorticated. Rhbmp-2/acs sponges were laid over this to complete the fusion.¿ no intra-operative complications were reported.